Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and undefined pacing impedance on the right ventricular (rv) lead which had triggered a lead impedance alert. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a possible fracture of the right ventricular (rv) lead was suspected. The rv lead was explanted and rep laced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.